Event description:
It was reported that during an electrophysiology (ep) ablation procedure, an issue with the generator occurred. While performing an ablation with the ept1000tc generator, the programmed parameters on the generator didn't output properly. However, the system displayed the parameters. The procedure was completed with another ept1000tc generator. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)